Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not complete self-test. They hard power cycled the system with the breakers and restarted, but the issue remained. When checking the vision tower, all fields were not displaying system information. The customer was going to switch out the system to start robotic procedures. The caller informed they would try to use swap this system's console with the other system to have a da vinci 5 system later today and would call back with updates. The procedure was aborted to another da vinci with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced common compute controller (ccc) cfg and another ccc cfg to resolve the issue. The system was tested and verified as ready for use. The first unit was returned for evaluation, and the reported issue was confirmed and replicated. The ccc was visually inspected, and no damage was found. The unit was installed onto a known-good eft system and powered on, where issues were found when attempting to program. The programming issues indicated a bricked ccc. The ccc was then determined to be bricked per document 1069151-01. The second unit was returned for evaluation, and the reported issue was confirmed and replicated. The system was hard power cycled with the breakers and restarted, but the issue remained. When checking the vision tower, all fields were not displaying system information. The fse performed further troubleshooting after replacing the initial ccc on the vision side cart (vsc), but the issues continued. The fse found that both the vsc and surgeon side console (ssc) had inoperable cccs and replaced them, resolving the recognition issue. Failure analysis began with a visual inspection for any damage or defects. The unit was then installed in a known-good eft internal ssc and programmed to the latest customer software. Failure analysis powered the system on in normal mode, and the system powered up with no system error logs, but the ssc failed to perform a self-test. Multiple power cycles did not resolve the problem. The vsc and psc appeared to be working fine and performed self-tests with no problems. When powering the system down, error 31089 appeared on the vsc screen for a brief 5 seconds before disappearing. Additionally, the message "console not connected or not powered" remained on when the system was in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.